Event description:
A medtronic representative reported that the awl tip broke off inside of patient. Surgeon was able to successfully remove the tip without issue and continued surgery using the system. There was no impact on the patient outcome.

Manufacturer narrative:
The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. A replacement part was sent to the site and the issue was resolved.